Event description:
According to the reporter: tip of gas insufflation is broken during surgery. So surgeon used other new product. The information about patient was not given. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).